Event description:
A healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced mild posterior capsule opacification. Additionally sub surface nano glistening was also noted to be in mild severity. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be determined for the reported event. This file was created from a report made from a clinical study group. No further information was provided. The account indicated the product was not available to evaluate. Not enough information was provided by the reporter for further investigation. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).